Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) trial device reported they have a lot issues going on and they are not sure if they are related to the device or not. The patient said they have a rash all over. They had a reaction to something and they do not know whether it may be the antibiotics. They started itching and noticed a rash when they went to the bathroom to check.

Event description:
A healthcare professional (hcp) reported a dressing change to resolve the trial patient's itchiness and rashes.